Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 38 mg/dl. Reportedly, the customer over corrected bg level via the pump after changing out the infusion set due to a bent cannula. Customer reported there were no issues with the function of the pump. Customer consumed food and sugary drinks to address low bg level.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."